Event description:
The ceramic tip portion of the mitek vapr electrode broke off during use. The fragment was immediately located and retrieved from the patient. There was no patient injury. If this were to recur and the fragment not retrieved. It is possible that patient injury could potentially occur.